Event description:
Pt reports of recent attacks but does not remember any details when asked. Unknown dates/locations/treatment or resolution. Unknown if occurred on scheduled dose days. Pt reports that when she went to use the 2000 iu vial, the needle she was using bent and was unable to use vial (this was not further specified; unknown why she couldn't use the vial). Unknown if pt missed dose; no ade reported due to bent needle; unknown if needle or vial available for return; unknown lot/expiration. Unknown if md aware. No further information provided. Needle is used to inject haegarda (total dose of 5000 units twice weekly). Defects in the complement system. Reported to (B)(6) by pt/caregiver.